Event description:
A medtronic representative reported a radiolucent open spine clamp screw that was stripped. This was identified outside the surgical arena. There was no patient present.

Manufacturer narrative:
Provided lot number and device manufacture date.the device has been pulled out of circulation, however the site refused to return the suspect part to the manufacturer for evaluation.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. Suspect device has not been returned to manufacturer for further evaluation. Replacement of open spine clamp is pending site approval.